Manufacturer narrative:
Complainant name: the affiliated (B)(6) university. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10478. (B)(6) clinical study. It was reported that the patient died. In (B)(6) 2014, the index procedure was performed. The target lesion was located in the proximal left circumflex (plcx) artery with 99% stenosis, a length of 20mm, and a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 24mm promus element ¿ drug-eluting stent. Post dilatation was not performed. Five days from the index procedure, the patient underwent staged procedure. The target lesion for staged procedure was located in the proximal left anterior descending (lad) extending up to mid lad with 90% stenosis and was 60mm long, with a reference vessel diameter of 2.5mm. Pre-dilation and post -dilation were not performed during the treatment of staged procedure. In (B)(6) 2014, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was diagnosed with coronary heart disease and was hospitalized on the same day. The event was treated medically. In (B)(6) 2016, the patient was pronounced dead. The primary cause of death was coronary heart disease.

Manufacturer narrative:
Describe event of problem updated. (B)(4).

Event description:
It was further reported that staged procedure was not performed for the patient.